Event description:
The user facility reported experiencing poor gas transfer during a circ arrest procedure. The initial unit was changed out for a second oxygenator and the case was successfully completed.

Manufacturer narrative:
Although no pt complications were reported, the event description indicates that some blood loss did occur due to exchanging the oxygenator. The involved device was returned, decontaminated and gas exchange performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables that may have affected the observed gas performance. There is no available evidence that the reported event was related to the product malfunction or defect. Gas transfer performance under standardized conditions and the steps recommended for change out during use are addressed in the device labeling. All available information has been filed in qa for appropriate tracking, trending and follow up.